Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin transmission exhibiting two episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. These episodes were caused by post-sensed t wave over-sensing. Programming interventions were discussed with the provider; however, no changes were made. The patient¿s condition was stable.